Manufacturer narrative:
Manufacturing and inspection records were reviewed and no anomalies were found. The returned 2.3mm x 18mm locking cortical screw was examined visually under magnification. Anodization was observed to be worn on the threads near the locking portion of the screw. Thread shavings could be seen stripped away from the device, while still attached. Photographs provided of the screw/plate interaction showed the screw inserted into hole 2 of the aculoc 2 70-0357-s plate; however, the screw projection in the photograph was not in the correct orientation. The screw is supposed to be directly perpendicular to the top surface. Functional testing could not be performed due to the damage to the screw. Based on the information received and the investigation performed, the root cause of the reported event could not be determined.

Event description:
It was reported during the procedure, when inserting the locking cortical screw, the locking cortical screw did not fully seat into the plate and a piece of metal emerged from the screw. There were no adverse consequences to the patient and there was no delay in surgery. This report is related to report number: (B)(4) for the plate involved in this event.